Manufacturer narrative:
Concomitant medical products: product ID: d334drg, ICD, implanted: (B)(6) 2011. Product event summary: the partial lead was returned in segments and analyzed. Analysis found that the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. The outer insulation was ruptured and the setscrew marks on the connector pin were too proximal. There are three sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and two sets are in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device.

Event description:
It was reported that the right ventricular (rv) lead had high impedance on both high voltage coils. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.